Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Sensor glucose value that triggered suspend on low or suspend before low event was 49 mg/dl. Low limit in sensor settings was 50 mg/dl. The blood glucose value associated with the triggered suspend event 248 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.